Event description:
It was reported that the etco2 reading is not accurate. In addition, the occlusion message and alarm did not stop after removal of patient attachment and moisture filter. No patient harm was reported.

Manufacturer narrative:
The device was received for evaluation. Visual and functional testing were performed and the reported issue was confirmed. During visual inspection, no damage was found on the device. During functional testing, the reported issue was duplicated, the small tube from valve to c02 bench was kinked. The confirmed issue of readings not accurate was due to the tube not routed correctly during manufacture. The occlusion alarm was due to the kinked tube. The tube was replaced and the device passed functional testing. A manufacturing device history review (DHR ) was performed and non conformances were identified and rework was performed. The root cause for the confirmed issue has been traced to manufacturing. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).